Event description:
The report received from the field indicated that the patient had a trapease pvcf fem/jug 55cm csi inferior vena cava filter implanted. The patient had a subsequent cta that confirmed hemorrhage of the right renal artery which was thought to have been caused by the filter. The patient had an additional procedure to successfully implant a covered stent to control/seal the bleeding. No further complications were noted. The patient was reportedly doing well. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that the patient had a trapease inferior vena cava filter implanted. During a subsequent cta a hemorrhage of the right renal artery was noted which was thought to have been caused by the filter. The patient had an additional procedure to successfully implant a covered stent to control/seal the bleeding. The patient was reportedly doing well. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Vessel damage is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. However, the filter is intended for implantation in the inferior vena cava below the level of the renal veins. As this event was reported to have occurred in the renal artery it is unlikely to have any relationship to the filter unless the filter was used off label in the aorta. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.